Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part & lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: unknown; unk cemented tibial component; lot#: unknown. Foreign : (B)(6). Choi, y.j., lee, k.w., kim, c.h., ahn, h.s., hwang, j.k., kang, j.h., han, h.d., cho, w.j., park, j,s. (2012). Long-term results of hybrid total knee arthroplasty: minimum 10-years follow-up. Knee surgery & related research, 24(2), 79-84. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01994.

Event description:
A journal article reported seven knees were noted to have loosened; of which, 4 knees were noted to have aseptic loosening. The femoral and tibial component loosened in one knee. These complications occurred at a mean of 81 months after surgery and did not recur after revision.